Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle was returned with evidence of the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since only the handle assembly was returned for analysis. Upon analysis of the returned component, the trip wire was secured to the handle slot, the handle worked as intended, and there are no damages noted on the handle. There is not enough evidence to determine whether the bands could not deploy due to the physician's technique or due to the procedural and patient's anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoid procedure performed on (B)(6) 2023. During the procedure, the third band adhered with the fourth band and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoid procedure performed on (B)(6) 2023. During the procedure, the third band adhered with the fourth band and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.